Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('gen. Abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), allergy to metals ("nickel allergy"), vaginal infection ("bladder/urinary problems: vag. Infect"), vaginal discharge ("vaginal discharge"), headache ("headaches"), fatigue ("fatigue"), alopecia ("hair loss") and gastrointestinal disorder ("gi conditions") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, dyspareunia, allergy to metals, headache, fatigue, alopecia, gastrointestinal disorder, weight increased and weight decreased outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, vaginal infection and vaginal discharge had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, device dislocation, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, metrorrhagia, pelvic pain, vaginal discharge, vaginal infection, weight decreased and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Events; pain: chronic, pelvic/ abdominal, back, dyspareunia (painful sexual intercourse), bleeding: gen. Abnormal bleed, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), nickel allergy, migration, bladder/urinary problems: vag. Infect., vag. Discharge, other injuries/symptoms: headaches, fatigue, hair loss, gi conditions, weight gain, weight loss were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ migration of essure device location of device: coil migration, 1coil moved, perforated or disappeared') and genital haemorrhage ('gen. Abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) conducted, specify- coils placed correctly. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain/lower back pain"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), allergy to metals ("nickel allergy"), vaginal infection ("bladder/urinary problems: vag. Infect"), vaginal discharge ("vaginal discharge"), headache ("headaches"), fatigue ("fatigue"), alopecia ("hair loss"), gastrointestinal disorder ("gi conditions"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraine") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, dyspareunia, allergy to metals, headache, fatigue, alopecia, gastrointestinal disorder, weight increased, weight decreased, vaginal haemorrhage, migraine and dysmenorrhoea outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, vaginal infection and vaginal discharge had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted in removal date- (B)(6) 2014. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2019: new pfs received- new events added: abnormal bleeding (vaginal), dysmenorrhea (cramping), migraines. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.